Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden increase and high undefined superior vena cava (svc) coil impedances. The lead was suspected to be fractured, and reprogramming was performed. It was further reported that a rv thrombus was observed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: ddmb2d1; serial#: (B)(6); implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.